Manufacturer narrative:
MFR report #: 9617175-2025-00009 the complainant reported that 'a child had a swollen lip with pus after the use of liquiband.' 'Answers received on 29th april 2025: -no photo available -boy, 11 years old -augmentin antibiotic therapy / no hospitalisation / 2 emergency room visits for monitoring -wound to the lower lip -cleaning with sterile physiological serum in a single dose, followed by disinfection with dermal betadine -first signs at d1 of sticking, pus evacuated by parents and disinfection by parents before returning to the ER, last follow-up at d5 -the patient fully recovered and went back home' as per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: · is life threatening; · results in permanent impairment of a body function or permanent damage to a body structure; or · necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' Ams cannot conclude that this adverse event was device-related. However, as this event required medical intervention, in the form of antibiotics, to preclude permanent impairment of a body function or permanent damage to a body structure, this event meets the definition of a serious injury.

Event description:
MFR report #: 9617175-2025-00009 the complainant reported 'a child had a swollen lip with pus after the use of liquibanda child had a swollen lip with pus after the use of liquiband.' 'Answers received on 29th april 2025: -no photo available -boy, 11 years old -augmentin antibiotic therapy / no hospitalisation / 2 emergency room visits for monitoring -wound to the lower lip -cleaning with sterile physiological serum in a single dose, followed by disinfection with dermal betadine -first signs at d1 of sticking, pus evacuated by parents and disinfection by parents before returning to the ER, last follow-up at d5 -the patient fully recovered and went back home'.